Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "misfire/jamming-multiple staples firing. No adverse reaction occurred in a patient." The user changed to a new set. No patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "misfire/jamming-multiple staples firing. No adverse reaction occurred in a patient." The user changed to a new set. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with 8 staples remaining in the cover block, indicating that at least 27 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Proper functional inspection could not be performed due to the severe staple misalignment. The device was disassembled, and it was observed that the saddle spring was disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. The reported complaint of "misfire/jamming-multiple staples firing" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned. A device history record review was performed, and no relevant findings were identified. Proper functional inspection could not be performed due to the severe staple misalignment. The stapler was disassembled, and it was observed that the saddle spring was out of position on one side of the cover block. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.